Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that he fainted and hit his head on the counter-top due to hypoglycemia; this occurred on (B)(6) 2019. Prior to the incident, the customer felt extremely cold. After fainting, the customer spent 2 or 3 hours unconscious on the floor. After waking up, he drank juice. The customer stated that the hypoglycemia occurred due to the insulin pump not suspending as their blood glucose was declining. The device was also not dispensing insulin when the customer's blood glucose went high. The device would alert to predicted lows or highs but would not adjust insulin delivery accordingly; the auto mode feature was not functioning properly. The customer had been taken to the hospital 4 times in the past 3 months due to high blood glucose in the 300 mg/dl or low blood glucose in the 40 mg/dl range. Troubleshooting did not occur. The insulin pump was not returned for analysis.